Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. It was also reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose value was 120 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of not charging was verified, however the data alert alleged issue could not be verified.